Event description:
Report received from (B)(6) stating that the device has intermittent operation. The device was not used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition was confirmed. The device was found to have worn hose, a motor screw that was backed out and a motor that would not rotate. If additional information is received, a supplemental MDR will be sent. (B)(4).